Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 2 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial result was 1.95 mmol/l. The doctor questioned the result and the sample was repeated. The sample was repeated on another analyzer and the result was 4.7 mmol/l. The sample was repeated again on the initial analyzer and the result was 0.6 mmol/l. For sample 2, the initial result was 0.14 mmol/l. The sample was repeated and the result was 1.34 mmol/l. The sample was repeated again on another analyzer and the result was 4.5 mmol/l.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The customer noticed that the sample probe was loose and corrected it. Based on the available data, a general reagent issue could be excluded. The root cause of the event could not be determined.